Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2013, the experienced elevated blood glucose (bg) of 400mg/dl with large ketones. The patient stated that she did not think the pump was delivering insulin correctly and has come off the pump and started on insulin injections. The patient stated she changed her site on (B)(6) 2013, to troubleshoot her high bgs, but did not change the cartridge. The patient admitted to changing sites appropriately every three days but only changing the cartridge when it's empty, which could be every four to five days. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories were correct; no unusual alarms were identified and the time and date was confirmed to be correct. Cts advised the patient that troubleshooting indicated no pump malfunction; however, the pump was replaced due to the patient's insistence. This complaint is being reported due to the allegation that the pump was not delivering as expected resulting in hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. One ¿occlusion during prime¿ was recorded on (B)(6) 2013 at 03:21; the deliveries were not resumed until (B)(6) 2013 08:48. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.